Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary half-height cubie drawer was failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer failed. A technical support specialist assisted the customer in logging into the station. From the home screen, the customer selected "recover storage space." The failed storage space was then selected, and the process was started. The system functioned as intended after the technical support specialist investigated the device.